Event description:
It was reported that this lead was unable to get through vessels and through abandoned leads, this resulted in the procedure being an attempted implant. The patient has back issues and was very uncomfortable during the procedure. The physician proceeded to close the pocket reprogram the procedure for next week for a right sided implant. No new lead was implanted. No adverse patient effects were reported.